Manufacturer narrative:
(B)(4). Returned meter evaluated on 05/13/2016 with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with the result of 42mg/dl in the meter's memory. The customer is not having any symptoms of low blood sugar or any symptoms regarding diabetes. The customer date and time is incorrect. The customer does not have any test strips available. He does not have any changes in his diet. He normally perform his blood test in the morning fasting. The customer takes insulin to manage his diabetes. The customer is not concerned with the other results in the meter even though they are over his expected result. The customer is only concerned with the result of 42mg/dl since he stated he did not have any symptoms when he got the result. He says if his sugar was that low then he would have felt the symptoms. The meter memory was reviewed for previous test result history: (B)(6).